Event description:
It was reported that the customer was intermittently unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. Reportedly, the customer had to maneuver the cable at a certain angle to get the pump to charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb charging cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.